Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (RA) lead and right ventricular (RV) lead exhibited noise. The RA lead is non-MRI compatible. The RA and RV lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.